Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer¿s blood glucose (bg) was 41 mg/dl and the cause was not known. Food was consumed to address low bg. As the event had occurred in the past, tandem technical support could not determine a cause.